Event description:
It was reported that during an unspecified veterinary surgical procedure on a canine, it was observed that the locking unit appeared to be ¿backwards to indicators¿ on the attachment device. It was further reported that the device would not keep the blade device locked in place. The reporter stated that the device ¿migrates/turns¿ the blade device while performing surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. The reporter stated that the surgery was completed. There was no human patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the locking mechanism was not functioning. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out. This was further defined as wear from normal use and servicing.